Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.00 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.